Event description:
It was reported that the customer ordered 5cc 14fr silastic foley catheters and they were labelled on the package as 14 fr. 5cc ribbed balloon silastic, but the actual catheter was labelled 10 ml. This did not work for the patient. Could got the corrected items and returned the incorrect product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer ordered 5cc 14fr silastic foley catheters and they were labelled on the package as 14 fr. 5cc ribbed balloon silastic, but the actual catheter was labelled 10 ml. This did not work for the patient. Could got the corrected items and returned the incorrect product.